Event description:
Patient stated their was pain at ins site. Patient was seen for a potential cervical trial education at hcps new office. During appo intment, patient mentioned their current thoracic system¿s ipg pocket is tender at times when she presses on it or leans against a chair. She mentioned losing weight after surgery & pocket feeling a bit larger now. Patient not very concerned at this point. Hcp not concerned. No issues based on this, just reporting to time stamp conversation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.